Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a hemostasis procedure performed on (B)(6) 2021. During the procedure, after a couple of bands released, the device broke. Another speedband superview super 7 device was used and the same thing happened. It was reported the procedure was cancelled due to this event. Boston scientific has been unable to obtain additional information regarding the event to date. The event suggests that there was a failure to deploy the remaining bands. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of tripwire broken. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned for analysis and the ligator head was not returned with the device. It was also observed that the trip wire and the suture were not broken, thereby the reported event of trip wire break was not confirmed. The suture thread contains seven knots. Additionally, the trip wire was not secured in the handle slot and the slack was not taken up correctly. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The reported event was not confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot and the slack was not taken up correctly. Failure to follow this step could have caused the trip wire to slip through the handle assembly during deployment and can cause an inaccurate deployment of bands. The returned trip wire showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a hemostasis procedure performed on (B)(6) 2021. During the procedure, after a couple of bands released, the device broke. Another speedband superview super 7 device was used and the same thing happened. It was reported the procedure was cancelled due to this event. Boston scientific has been unable to obtain additional information regarding the event to date. The event suggests that there was a failure to deploy the remaining bands. There were no patient complications reported as a result of this event. Additional information received on january 06, 2022: it was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices treatment procedure performed on (B)(6) 2021. During the procedure, when several bands had been released, the trip wire was broken. There was no difficulty experienced upon setting up the device. It was reported that the procedure was cancelled due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a hemostasis procedure performed on (B)(6) 2021. During the procedure, after a couple of bands released, the device broke. Another speedband superview super 7 device was used and the same thing happened. It was reported the procedure was cancelled due to this event. Boston scientific has been unable to obtain additional information regarding the event to date. The event suggests that there was a failure to deploy the remaining bands. There were no patient complications reported as a result of this event. Additional information received on january 06, 2022. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices treatment procedure performed on (B)(6) 2021. During the procedure, when several bands had been released, the trip wire was broken. There was no difficulty experienced upon setting up the device. It was reported that the procedure was cancelled due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of tripwire broken. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information received on 06jan2022 confirming that this event of report number 3005099803-2021-08112 and report number 3005099803-2021-08113 were used during two different procedures and patients.